Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement along with high pacing thresholds. Additional information obtained from the field representative indicated that the cause of the issue was not determined. This pacemaker was extracted and was discarded after it was sent for pathology. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.